Event description:
Spoke to pt's mom reports 1 of the cassettes received, the blue cap broke and the medication leaked out; required use of medication from e-kit. No further information, dates, or details reported. Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. If yes, was any medical intervention provided? Emergency kit was used. Is the actual device available for investigation? No. Did we replace device? No. Did the patient have a backup device they were able to switch to? Yes. If yes, was the patient able to successfully continue their infusion? Yes. Is the infusion life-sustaining? Yes. What is the outcome of the event? Resolved.